Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: data files and the balloon catheter (2af284 / 56360-47) were returned and analyzed. The data files did not show the returned balloon catheter. The visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated that the balloon catheter was not used. It was noted that the balloon catheter failed the performance test due to a system notice, indicating that the safety system detected fluid in the catheter and stopped the injection. Dissection and pressure testing revealed a guide wire lumen kink and breach proximal from the tip. In conclusion, the reported issue, a system notice indicating that the safety system detected fluid in the catheter and stopped the injection, was confirmed through testing. The balloon catheter failed inspection due to a guide wire lumen kink and breach. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, a system notice occurred indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced and the procedure was completed with cryo. The catheter subsequently tested out of specification upon the manufacturer's investigation. No patient complications have been reported as a result of this event.